Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to major weight loss the patient experienced difficulty charging the battery of the implantable pulse generator (ipg) due to habitus changes. A procedure was conducted to revise the ipg pocket and lead placement for better therapy. During the lead revision, the lead 977c265 was damaged and subsequently replaced with another lead 977c265. No patient complications have been reported as a result of this event.